Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va15zzr, implanted: (B)(6) 2016, product type: lead.

Event description:
It was noted that during implant procedure all impedances involving electrode 1 were >4000 at impedance check. Torque wrench was used to unscrew the lead and remove the lead. They dried the lead off again and reinserted into device header block and tightened the set screw. The impedances were run again and still every one involving electrode 1 was >4000. The representative then activated the device and turned on program c2 which has electrode 1 being active to see if we could stimulate a motor response and no motor responses were observed. Lead was left in the patient per physician direction. Electrodes 0, 2, 3 were all active and no impedances were found on these electrodes. The issue was not resolve at the time of this report. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) reported the impedance issues were not resolved, but the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.